Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic for follow-up when non-sustained right ventricular oversensing was noted. Noise was intermittent and varying in amplitude. The noise was not reproduced with isometrics and manipulation test. The patient will be scheduled for lead replacement. The patient was asymptomatic and is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the lead was capped and replaced. Patient was stable post-procedure.